Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, lot# l42494, implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity. Past medical history included spasticity, cerebral palsy with mental retardation. The patient also had extensive spinal fusions essentially from the cranium to their lower lumbosacral spine. The pump had been replaced and placed in the same pocket, which was apparently avascular. The implanting procedure was performed on 2014-04-30, without any intraoperative difficulties. Post-operatively, the patient had some minimal drainage a week or two out. Over the ensuing days, it was clear that the drainage was more purulent. Because of the that, it was decided to admit the patient, perform cultures, and electively remove the pump and the catheter. It was reported that baclofen pump pocket was infected. The pump and catheter were being removed on (B)(6) 2014. During the procedure, when the anterior flank incision was opened, there was clearly some yellow drainage. The yellow drainage was throughout the pocket and adjacent to the catheter site where it entered the abdominal flank. The pump was disconnected and passed off. Cultures were sent off again. The posterior incision was opened over the catheter site, it had to be done with fluoroscopy. The patient had a very long incision posteriorly and it was difficult to see where the entry site was. Eventually it was found with fluoroscopic imaging and a 3cm incision was made over that. The intrathecal portion of the catheter was identified. The catheter itself appeared to be fairly calcified in a number of places. The anchors were removed. The intrathecal portion of the catheter came out fairly easily. The catheter, which traversed from the posterior incision to the anterior incision, however, was fairly stuck and calcified. An intermediate incision was made on the later flank in order to identify and cut. The catheter was then removed away from the clean site towards the contaminated site. The entire catheter was removed. It was noted that the flank catheter portion was fairly calcified. Once the catheter had been removed, there was a sinus tract and a spinal fluid fistula which could be seen. The spinal fluid flowed from it easily for a minute or so. Both incisions were then pulse-irrigated with triple antibiotic irrigation. A small piece of fat was then laid over the fistula site. The piece of fat graft was then over sewn over the fistula site with a suture. Multiple sutures were used to try to close the fistula. Multiple intraoperative valsalva were performed to see if the fistula was closed. After the over sewn graft and a valsalva maneuver, no spinal extravasation was noted. The incision was closed using sutures. The patient was placed in sterile dressings and taken back to the recovery room in stable condition. The plan was to place the patient on oral baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.